Event description:
Complainanat alleged that during biomed testing, the pacer current would increse when ajusted but would not decrease. Complainant indicated that there was no pt involement in the reported malfunction.